Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing "low" blood glucose (bg) levels; value was not provided. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 52 mg/dl was entered into the pump by the user on (B)(6) 2020 at 01:15:12 am. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 01:17:03 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 10:43:56 pm date: (B)(6) 2020 iob: 0.40. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 46 mg/dl were recorded at 01:17:03 am to 01:52:02 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 01:17:03 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 10:43:56 pm date: (B)(6) 2020 iob: 0.40. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.